Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 16mm synergy ii drug-eluting stent was selected for use. However, during preparation, it was noted that the stent strut was off of the balloon out of the package. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 3.00 x 16mm synergy ii drug-eluting stent was selected for use. However, during preparation, it was noted that the stent strut was off of the balloon out of the package. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal region were noted to overlapped. The undamaged stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage to distal end of tip. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.